Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Received letter from insurance company for 99 cent store. Apparently a lawyer contacted them and claimed the user got hurt in one of the pride scooters. Will follow-up with insurance company.

Event description:
Received letter from insurance company for 99 cent store. Apparently a lawyer contacted them and claimed the user got hurt in one of the pride scooters. Will follow-up with insurance company.

Manufacturer narrative:
The product was not the cause of the alleged incident.